Event description:
During a hip procedure utilizing the bioraptor knotless suture anchor, hip it was reported that the surgeon inserted the bioraptor into the patient's bone and the tip of the inserter broke off of the device and remains in the patient's bone. The surgeon elected not to remove the broken piece. The patient¿s post-operative condition was reported to be stable. The procedure was completed with the device. A small piece of the inserter driver was left in the bone, however, adequate fixation was achieved. No holes were left vacant in the acetabulum. The patient was reported to have normal bone quality. The hole was prepped with a 2.9 spade bit drill. The surgeon used a 2.9 spade tipped drill. Lot# 50481007. The site was prepped with a 5.5mm high viz abrader burr.

Manufacturer narrative:
(B)(4).